Event description:
The customer reported an incident where a machine error message 'excess pressure lo negative' occurred during treatment/run, with subsequent error messages. The customer was able to troubleshoot successfully with the help of a gambro dialysis nurse. Customer further stated that "...approximately 1 hr into treatment, effluent and dialysate scales started alarming.." Troubleshooting was unsuccessful in that during the selftest the dialysate pump sped up and the return and filter pressures increased to 500. Blood was returned to the pt; at which time the syringe pump started to alarm.